Event description:
An international customer (B)(6) reported two week post op x-rays revealed a set screw had become disengaged from the illico construct at the l12 vertebral body. The posterior inter body fusion (plif ) procedure was initially performed on (B)(6) 2014 on the t11/l1. The construct was successfully implanted. No irregularities were identified/detected at the time. Revision surgery to remove and replace the right side of the construct took place on (B)(6) 2014.

Manufacturer narrative:
An evaluation of the returned illico construct /implants found no manufacturing, processing or design related irregularities. The implants were properly manufactured and released in accordance with the device master record. Based upon the root cause investigation (attached), it was deemed that the surgeon forgot to apply the final tightening torque to the right side of the pedicle screw construct, which resulted in both of the set screws on that side backing out two weeks post-operatively. Complete details attached. Both the surgical technique and instructions for use provide directions and warnings as to the proper set screw final tightening process. Surgical technique lit-83323 page 18 instructs the user to utilize the supplied 100 in/lb torque wrench. Turn the t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks. Instruction for use, ins-028 states; warnings: 9. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided.

Manufacturer narrative:
The customer indicated the final tightening process of the set screw had been properly performed. The customer also verified the torque wrench utilized in the case continues to provide the proper about of torque required to complete the process. An evaluation of the suspect device is currently being conducted. A follow-up report with results of the investigation will be submitted upon completion. The illico mis posterior fixation system is intended to facilitate the surgical correction of noncervical spinal deformities by providing temporary internal fixation and stabilization during bone graft healing and/or fusion mass development. When used for a minimally invasive posterior approach illico mis instrumentation is used in conjunction with polyaxial screw components. The implants are manufactured from surgical grade titanium alloy (ti-6al-4v eli or ti-6al-4v). The rods are available in commercially pure (cp) titanium and/or cobalt chrome.